Event description:
The customer reported that during set up, the alarm would not power on and the batteries have been replaced with a new supply. The customer reported that there is no visible damage to the alarm case. The customer did ot provide the date when this occured. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; the alarm powered on with new batteries. However, the battery springs are bent inside the battery compartment. The pre-recorded voice message has static in the background. Unit passes all other functional tests. MFR ref file # (B)(4).